Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed 315 scope error issue could not be determined, however, the issue was likely the result of water ingress into the scope connector during user handling, resulting in an electronic component failure. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage¿. ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was partially confirmed; the plug body-ethylene oxide valve was corroded. In addition to the e315 scope error, the evaluation findings are as follows: the light cover glass was chipped, the light cover adhesive glue was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive glue was worn, switch (#1) had damage, the scope connector had water ingress, the "up, down, left, right" angles were out of specification, the play of the "up/down" angle was out of specification and the electrical safety test was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a frozen image and slight rust on the leak test connector. The issue was found during maintenance. There were no reports of patient harm. During evaluation, an e315 unsupported scope error occurred. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.